Event description:
It was reported on (B)(6) 2015 that a physician¿s handheld would not hold a charge and it appeared that the battery, after visual inspection, may have enlarged somewhat. A known working power cable was used to try to charge the hand held and this did not resolve the issue. The hand held and software were received for analysis on 06/03/2015.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis for the hand held, dell x50 was completed on (B)(4) 2015. An analysis was performed on the returned handheld and during the analysis the main battery was able to hold a change and power the handheld for over an hour. Visual inspection of the handheld was able to verify that the main battery was swollen. Additionally during the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with the swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). No further anomalies were identified. Product analysis for the software was completed on (B)(4) 2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.